Manufacturer narrative:
The sample has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the optic seemed scratched in the center after insertion, and the iol was explanted. The iol was replaced with a backup lens in the same procedure with no reported harm to the patient. This backup lens also appeared to have a scratch. The following day, the surgeon discovered what was first noticed to be a scratch no longer appeared, but instead could be a linear like materiel and had disappeared without intervention/treatment for the replacement lens. That lens remains implanted with no harm to the patient. There are two medical device reports associated with this event. This report is associated with the second lens that was left in the eye.